Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 12.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.